Manufacturer narrative:
It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient implant on (B)(6) 2010 of a (B)(4) bifurcated device and a 28mm aortic extension. A (B)(6) 2011 follow up revealed a proximal type I endoleak. On (B)(6) 2011, the patient was treated with a 28 mm suprarenal aortic extension which corrected the endoleak.